Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Followed up to confirm the status of pump return, currently pending return. Internal complaint # (B)(4).

Event description:
Prometra ii pump was reported for volume discrepancy - underinfusion. The patient has been "in and out of the hospital" over the past month due to lack of pain relief. It is currently unknown what medication was in the pump and what was programmed. 1/30/2020: patient has scheduled refill done at physician's office. (B)(6) 2020: patient found in their home to be obtunded. Patient reportedly had high amounts of pain and the patient's spouse had given the patient oral medications. The patient was difficult to arouse, and although clinical specialist was able to awaken the patient, the patient would go "right back out again" upon sitting down. Patient was "very lethargic". Clinical specialist notified to physician about patient's condition and the patient is brought to the hospital and is intubated. Patient's daily dose was decreased by half. Patient allegedly recovered the next day. (B)(6) 2020: the following volume discrepancy was found: expected: 8.2 mls. Actual: 20 mls. It was confirmed that the pump was explanted on (B)(6) 2020 and replaced with a medtronic pump. During explant, physician aspirated the catheter and was able to get csf back. The flowonix catheter remained implanted, as it reportedly had no issues. Patient was unable to receive any type of dye/imaging studies beforehand as the patient has allergies to dye.

Manufacturer narrative:
Additional information: a3, g1 (second address) corrected information: d9, g1, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was filled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24- hour time period at 37 degrees for one day. The dispensed volume was 0% of the expected. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The "pull open/hold open" currents were measured and the results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: complaint(B)(4).